Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a starclose se device after a diagnostic procedure. Reportedly, after the clip was deployed, the device could not be removed. The device safety release mechanism was activated, but the device did not release from the anatomy. After wiggling the device, it was removed from the anatomy. Hemostasis was not achieved. A guide wire was able to be reinserted into the access site and another starclose se device was attempted to be used, but the results were the same. Manual arterial compression was used to achieve hemostasis. The tip of the devices were reported to be deformed. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information. The other starclose se device is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being difficult to remove after clip deployment as reported, can be influenced by, but is not limited to, manufacturing, patient anatomical conditions and/or user technique. During manufacturing, all starclose se devices undergo inspection to verify ribbon wings open properly, collapse completely, are aligned and not damaged. In addition, a sample of devices from each lot must be successfully functionally deployed as part of lot release testing. Difficulty in removing the device could be caused by compacted scar or fibrous tissue although the complaint information did not report these conditions or any of the conditions. The instructions for use states to use the access ports to remove the device. Reportedly, the customer activated the device safety release mechanism, but the device did not release from the anatomy. Difficulty in removing the device can be caused by an inadequate nick and spread incision or by not maintaining angle of the tissue tract during advancement of the thumb advancer. Based on the reported information and the inspection criteria, a definitive cause for the device being difficult to remove could not be determined. Fifteen unused sterile starclose se devices with the same lot number, 10819j1, as the complaint device were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested sample. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint database was performed and there does not appear to be any indication of a product quality deficiency.